Event description:
It was reported when using the bd vacutainer® serum blood collection tubes clot activator does not dissolve so the quality of the serum still contains fibrin. This event occurred 5 times. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.4. Initial reporter addr 1: (B)(6).

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes clot activator does not dissolve so the quality of the serum still contains fibrin. This event occurred 5 times. There was no report of impact to patient or user.

Manufacturer narrative:
H.6. Investigation summary: 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed. Additionally, 30 retention samples from bd inventory were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of december 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.